Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the wire breaks during endoscopic sphincterotomy (est). It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.